Event description:
Went to the dr for what we thought was allergies. Dr did not think it was allergies. He gave her eye drop to help clear up the infection. She has itchy running eyes, with some eye pains. The medicine cleared up the eyes in about 2 weeks or more.